Event description:
As per the customer, during intubation in an emergency room, pediatric patient was not getting co2. Pediatric bag was used on a patient but the inlet valve at the base was missing and they could not produce any co2. Later when inspecting the bag, they noticed that the inlet was found inside by the mask.

Manufacturer narrative:
We verified the reported failure of a missing patient valve disc inside patient valve housing from a photo provided by the customer. The sample was not returned for investigation. During manufacturing, patient valve disc is installed into patient valve housing and a function test performed on 100% of assembled patient valves. Then the valve is installed onto spur ii resuscitator and another function test is performed on all devices. Missing patient valve disc would be revealed by both function tests, however production records do not indicate any abnormality. Therefore, the device should be within specifications. Next, peep valve, face mask and manometer were preattached, which would not impact installed patient valve disc. No abnormalities were found in the production records, thus it is concluded that during manufacturing, the disc was installed correctly. The customer reported that the patient valve disc was found inside the bag next to a mask. Possible causes for this issue to occur are: detachment of the expiratory connector and patient valve disc during transportation; or disassembling of the expiratory connector and patient valve disc by the user, with subsequent wrong assembly. As per the transportation testing, the expiratory connector and patient valve disc would not detach under normal transportation conditions. Several attempts were made to retrieve more information from the customer, however they were unsuccessful. Due to limited information, the root cause remains unknown. The reported failure is detectable during a prescribed pre-check. As per the instructions for use: 'always inspect the resuscitator and perform functional test after unpacking, cleaning, assembly and prior to use.' This issue is considered to be an isolated case, since this was the first time that a detachment of patient valve disc was reported in the past year. Production has been informed about the failure and we will keep monitoring the market for similar incidents.